Event description:
Patient reported that he suffered three burn marks to the knee. That evening he had blisters. The patient also stated that he saw a spark on one of the four electrodes used.

Manufacturer narrative:
Conclusion: the patient is (B)(6) speaking only and this may have contributed to not understanding instructions for usage of the device and the electrode placement or the movement of the electrodes, particularly while the unit is on. Another scenario is that the unit was turned up too high for the patient and caused a more severe reaction to the skin, such as the burn. Corrective action: non required, no problem found with the device or electrodes, user error may have contributed to this event.